Event description:
It was reported to the company that patient started to experience sudden onset of facial nerve stimulation (fns). The patient was sedated to allow for device testing. Testing performed confirmed the device was not functioning. A decision to explant the device has not been made.